Manufacturer narrative:
Correction to fields e1: initial reporter information detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not available for analysis; therefore, no physical analysis of the product was performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during the procedure, the device attached to the tip of the arm and the handpiece when using a nasal probe had difficulty in generating output. This occurred after the patient was already sedated. The procedure could not be complete due to this event. There were no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
The device was not available for analysis; therefore, no physical analysis of the product was performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during the procedure, the device attached to the tip of the arm and the handpiece when using a nasal probe had difficulty in generating output. This occurred after the patient was already sedated. The procedure could not be complete due to this event. There were no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.